Event description:
The patient underwent an interbody fusion procedure with placement of an interbody fusion device on (B)(6) 2024. During the surgical procedure, upon reaching signs of implant fullness, the distal tip of a bone fill tube was sheared off while being forcible withdrawn from the access tube. The loose fractured bone tube tip was subsequently observed in the central canal of the spine. A separate incision and decompression was necessary to remove the metal fragment from the spinal canal. Following the procedure, the patient has no clinical issues or complications.

Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death.